Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the chest x-ray that was performed confirmed a stable valve position.

Manufacturer narrative:
Updated data: h6. Conclusion: as the event reported an adverse event in a procedure involving a medtronic device an investigation was required. As the device was still in use at the time this investigation was completed, no device analysis could be performed. A comprehensive review of the device history records for the device associated with this reported event was performed. In this instance no manufacturing issues or signals, that may have been causative in considering this issue were identified. The reported event is unconfirmed as the device met specifications for the reported issue. It is not possible to determine a cause of the event from the information provided. The product design or manufacturing processes of the medtronic device have not been identified as the cause of the event. Therefore, the cause of the event is undetermined. A medical safety assessment was performed for this event: adverse events/harms, patient outcome, and treatments for this event include: non-sustained ventricular tachycardia, ventricular bigeminy, treated with medications, and continued monitoring. Valve migration with no intervention. Ventricular fibrillation with subsequent cardiac arrest treated with cardiopulmonary resuscitation but that resulted in death. Potential contributing factors (if applicable): none provided. Relatedness assessment & rationale: based on the timing of the events, information received, and medical expertise, the migration was likely related to the valve as it did not remain in the intended location. The arrhythmias and death were also likely related to the valve. Product labeling was reviewed. The primary harms appear to be documented in the product labeling. Risk management files (rmf) were reviewed. The primary harms and severities appear to be sufficiently documented in the rmf. Recommended action(s): based on the medical safety assessment of this event, no further action is recommended. The harmony instructions for use (IFU) lists conduction disturbance, migration, and death as potential risks associated with the treatment procedures. The IFU is developed from the product risk documentation as is the product labelled adverse events document. There is no identified inadequacy with the IFU in relation to this event this event will be included in monitoring and trending. Conduction disturbances, such as ventricular fibrillation, atrial fibrillation, bradycardia, and ventricular tachycardia, are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. The physician indicated the implant depth may have been a contributing factor to the arrhythmia; however, a conclusive cause of the reported events could not be determined. Migration is a known potential adverse effect per device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. No root cause can be determined based on the information provided. Cardiac arrest is listed under the potential adverse events per the device IFU and can be related to several factors (ex. Procedure, patient comorbidities, etc.). A relationship of the cardiac arrest to the device or procedure could not be determined with the limited information available. Patient death is a potential risk associated with the implantation of a bioprosthetic transcatheter pulmonary valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that the valve is needed to sustain cardiac function and it can occur despite an ideal implant procedure or device functionality. Based on the medical safety assessment, the death was likely related to the valve, but a conclusive cause could not be determined. The complaint investigation determined that this event is foreseen in risk management and is included in monitoring/trending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the bioprosthetic transcatheter pulmonary valve non-sustained ventricular tachycardia (nsvt) occurred. Ventricular bigemy also was noted. A chest x-ray confirmed a stable valve position. Radiography review noted device migration. Hospitalization was prolonged and telemetry monitoring occurred for 3 days following the valve implant. An intravenous anti-arrhythmic and oral beta blockers were administered. The physician indicated the nsvt was possibly related to the implant procedure and the valve. The nsvt was reported as unresolved. Holter monitoring occurred on days 4-8 following the valve implant. Eight days following the valve implant hospitalization was required for ventricular fibrillation (vf) which led to cardiac arrest. Cardiopulmonary resuscitation (CPR) and defibrillation were required. However, the patient died. The death was reported as sudden cardiac death. The physician indicated the vf probably related the valve implant procedure and valve. Additional information received indicated that prior to implant of the valve, the patient was taking the anti-arrhythmic metoprolol. No pacemaker was present at baseline. Although, the implant radiography noted migration, the implant physician reported that the valve was implanted in the desired location and the discharge radiography did not indicate migration. A private autopsy was performed but the results were not made available. Additional information noted that hospitalization for the ventricular fibrillation occurred 6 days following the valve implant. Unspecified medication was also provided with the ventricular fibrillation event. Additional information pertaining to the holter monitoring from 4 days following the valve implant until the patient¿s death were received. On the sixth day following the valve implant, sinus rhythm was noted with average heart rate in the 50-60 beats per minute range (bpm). Occasional ventricular ectopy, 5%, was observed and mostly in isolation and couplets. Sudden onset of rapid multiform ventricular tachycardia followed by ventricular fibrillation occurred. Sinus tachycardia versus an atrial tachycardia with 2:1 conduction was seen thereafter. Significant st changes were apparent. A slow wide complex rhythm at a rate of 26 bpm. An estimated 27 minutes elapsed before significant baseline artifact was seen, which may have correlated to the commencement of resuscitative efforts. The physician indicated the implant depth had contributed to the arrhythmia.

Event description:
It was reported that following the implant of the bioprosthetic transcatheter pulmonary valve non-sustained ventricular tachycardia (nsvt) occurred. Ventricular bigemy also was noted. A chest x-ray confirmed a stable valve position. Radiography review noted device migration. Hospitalization was prolonged and telemetry monitoring occurred for 3 days following the valve implant. An intravenous anti-arrhythmic and oral beta blockers were administered. The physician indicated the nsvt was possibly related to the implant procedure and the valve. The nsvt was reported as unresolved. Holter monitoring occurred on days 4-8 following the valve implant. Eight days following the valve implant hospitalization was required for ventricular fibrillation (vf) which led to cardiac arrest. Cardiopulmonary resuscitation (CPR) and defibrillation were required. However, the patient died. The death was reported as sudden cardiac death. The physician indicated the vf probably related the valve implant procedure and valve.

Manufacturer narrative:
Continuation of d10: product ID {{harmony-dcs}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1 a2 b5 h6 - annex b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to implant of the valve, the patient was taking the anti-arrhythmic metoprolol. No pacemaker was present at baseline. Although, the implant radiography noted migration, the implant physician reported that the valve was implanted in the desired location and the discharge radiography did not indicate migration. A private autopsy was performed but the results were not made available.

Event description:
Additional information noted that hospitalization for the ventricular fibrillation occurred 6 days following the valve implant. Unspecified medication was also provided with the ventricular fibrillation event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information pertaining to the holter monitoring which started 4 days following the valve implant until the patient¿s death were received. On the sixth day following the valve implant, sinus rhythm was noted with average heart rate in the 50-60 beats per minute range (bpm). Occasional ventricular ectopy, <5%, was observed and mostly in isolation and couplets. Sudden onset of rapid multiform ventricular tachycardia followed by ventricular fibrillation occurred. Sinus tachycardia versus an atrial tachycardia with 2:1 conduction was seen thereafter. Significant st changes were apparent. A slow wide complex rhythm at a rate of 26 bpm. An estimated 27 minutes elapsed before significant baseline artifact was seen, which may have correlated to the commencement of resuscitative efforts. The physician indicated the implant depth had contributed to the arrhythmia.

Manufacturer narrative:
Imaging review: pre-procedural screening report reviewed. No landing zone predicted. The inflow oversizing criteria not met. A pre-implant echocardiogram, (B)(6) 2025, noted a normal left ventricle (lv) size and function, trivial mitral regurgitation (mr), and no aortic insufficiency. The right ventricule (rv) was moderately dilated with normal appearing function. The doppler waveform density was consistent with moderate pulmonary regurgitation. Trivial tricuspid regurgitation identified. There was no obvious arrythmia on the echocardiogram imaging clips. The implant intracardiac echocardiography/transesophageal echocardiogram (tee) (B)(6) 2025 noted severe pulmonary regurgitation (pr) at pre-deployment of the transcatheter valve. Post valve deployment, the valve appeared to rock in the right ventricular outflow tract (rvot). The transcatheter leaflet motion appeared normal. Some ectopy was noted. There was turbulence across the valve, no significant regurgitation noted. The peak velocity measured ~1.8 meters per second (m/sec). Mild tricuspid regurgitation noted. Further, the implant angiography (B)(6) 2025 noted the transcatheter pulmonary valve was uncovered, supra-annularly with poor apposition. The transcatheter valve was pulled lower, one strut below annulus, with still poor apposition. Post-release of the transcatheter pulmonary valve, right ventricular angiogram (rv-gram noted annular position with still some lack of apposition. There was some rocking noted (best observed in the moving images). The pulmonary angiogram (pa-gram) noted some leak into the sinus, but no large central or paravalvular leak observed. The discharge echocardiogram, (B)(6) 2025, noted frequent ectopy. The lv was normal in size and function. There was trivial mr and no aortic insufficiency. The rv right ventricle was moderately dilated with a decrease in function. The ectopy made it difficult to determine the severity. There was mild tr with an estimated right ventricular systolic pressure (rvsp) of 21 millimeters of mercury (mm hg) + central venous pressure (cvp). The valve appeared in the rvot. Mild pr and possible mild paravalvular leak (pvl). The inflow/outflow jets were not well visualized, and a small amount of flow was noted adjacent to valve housing. The peak velocity across the transcatheter valve was 2.27 m/s with a peak gradient of 21 mmhg. An echocardiogram performed 6 days following the valve implant (B)(6) 2025 noted a normal lv size. There was a decreased systolic function. The calculated ejection fraction (ef) measured 38-49%. There was trivial mr and no aortic insufficiency. The rv was moderately dilated with decreased function. Trivial tr was observed. The valve appeared seated in the annular position with the inflow observed in the rvot. Trivial pr noted. The peak velocity across the transcatheter pulmonary valve measured 2.33 m/s with a peak gradient of 22 mmhg. The echocardiograms concluded the transcatheter pulmonary valve appeared implanted in an annular position with a rocking motion with no obvious valve dysfunction, no significant pr, pvl, or obstruction. Post-implant, ectopy was noted, however, the echocardiogram was not a diagnostic tool for the patient rhythm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.